Event description:
In 2001 pt was admitted to the hospital for an aortic valve replacement secondary to aortic valve insufficency. The pt was discharged within 5 days in stable condition. On the pt's follow-up visit with the pt's cardiologist, a significant murmur of aortic insufficiency was detected. According to the echocardiogram the aortic insufficiency appeared to be through the prosthesis in the coronary cusp beneath the left coronary. This also was eccentric toward the commissure between the left and right leaflets. The pt continued to have atrial fibrillation post operatively. The pt was readmitted to the hosp 2 months later for a mechanical aortic valve replacement secondary to the significant leak of the pericardial tissue heart valve.